Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (aortic neck angulation) film review analysis: internal film review: review of a single pre-implant films CT slice and a 3d image revealed that the suprarenal neck was angulated ~ 90 deg l-r relative to the origin of the iliac arteries. Both iliac arteries were tortuous, especially at the take-off of the left common iliac which appeared narrowed and was acutely angulated >90 deg. No measurements were able to be taken as there was no scale visible on the films. Review of several still angio images at implant confirmed that the bifurcate was placed up the right side and placed distally into the right common iliac artery. The aortic body was angulated ~ 90 deg to the right/ipsi limb. The contra limb opened on the left side, and was seen positioned into the left external iliac artery. The contra limb appeared acutely angulated ~ 90 deg laterally at the origin of the left common iliac; a balloon was seen inflated within this narrowed angulated portion of the left iliac limb. On the left side, the tip of a contralateral delivery system was seen positioned with the sleeve just below the level of the bifurcate flow divider, and the proximal tip was seen near the level of the suprarenal stents. A 14 sec video showed the delivery system tip appearing trapped near the flow divider while ballooning within the narrowed iliac limb. Another image showed that the ¿stuck¿ tip had been pulled down and was now located with the spindle near the angulated left common iliac limb. An image during contrast injection revealed that the bifurcate proximal margin was located several cm¿s below the renal arteries. The bifurcate aortic body did not appear well opposed to the vessel wall, the suprarenal stents were not perpendicular to the aortic wall, and there was a proximal type I endoleak. A delivery system was seen going up the ipsi/right side, with the tip positioned near the malpositioned suprarenal stents. The cause of the contra limb removal difficulties could not be determined from the limited images provided. However, it appears likely that the angulated anatomy (infrarenal neck to limb angulation, and severe left common iliac tortuosity and narrowing) may have contributed to these events. The cause of the main body moving distally, with the associated suprarenal stent malposition and type ia endoleak, was likely caused by user error of another manufacture¿s sheath. Anatomy may have also contributed. The cause of the reported blood loss could not be determined. Images during and post aortic cuff implant and fem-fem bypass surgery were not available for review.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52 x 97 mm diameter sacciform abdominal aortic aneurysm. There was severe tortuosity in the left iliac artery. The aortic neck was 22 mm in diameter proximally and 20 mm distally with a length of 30 mm. The diameter of right common iliac artery was 13mm, the diameter of right bifurcated internal iliac artery was 15mm, the diameter of left access common iliac artery was 22mm, the diameter of left bifurcated internal iliac artery was 14mm, the minimum diameter of the right external iliac artery was 8mm, the minimum diameter of left external iliac artery was 8mm. The length of the right common iliac artery was 50mm and the left common iliac artery was 90mm. The endurant ii main body 25/16/166 was implanted on the right. The contralateral limb was on the left and the internal iliac artery was intentionally coiled and extended onto the external iliac artery (eia) landing zone of 16/10/156. It was reported that the contralateral limb was stuck on the entry site of the left common iliac artery and it there was difficulty in removal of the contralateral limb (it took approximately two and a half hours). It was removed with torquing. Even though it was pushed upward (proximal) to attempt docking, it was caught by a stent stop of the delivery system and could not be pushed up. Then the left brachial artery was punctured and pull-thorough was carried out with tension for removal, but it failed. An attempt was made to insert a balloon into the bending portion from ipsilateral side (right leg), but the catheter could not be delivered and it was abandoned. The sheath of the pull-through was exchanged for a 6fr guiding sheath (sheath-less pv) from 4fr, and the balloon was delivered distally through the wire of pull-through and finally the contralateral limb was successfully removed. During this time bifurcated stent graft migrated distally and the suprarenal stent was unexpectedly in the upright position in the aorta. It is thought that the guiding sheath fro m another manufacturer, which was used to deliver the balloon from the brachial artery, was removed with the wire before the pull-through was not released. Then, it caused the situation that the forceps, which was put on the edge of pull-through of brachial side, resulted in pushing in the guiding sheath unintentionally and the edge of the guiding sheath pushed the main body distally. Since the bare stent of the bifurcated stent graft was upright in the aorta, there was no interference of the bare stent and the physician considered to perform open surgery; however, there was a great amount of bleeding that was confirmed and endovascular treatment was decided to be performed. The contralateral side was intentionally embolized, and then an aui and fem-fem bypass surgery were performed with an endurant 25/25/49 cuff and extended with an endurant 20/20/82 limb was added onto the proximal end 25-25-70. There was a residual type ia endoleak that was confirmed. Another manufacturer's 28.5/33 mm cuff was added but endoleak still remained. Pulsation of left iia was confirmed and there was a great amount of bleeding and the procedure was concluded by completion of the fem-fem bypass surgery. No additional clinical sequelae were reported and the patient is being monitored.